Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 and prolapsed posterior leaflet. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, post procedure, the patient was showing symptoms of a stroke. It was confirmed that the patient experienced focal ischemia.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported cerebrovascular accident (stroke). Cerebrovascular accident (stroke) is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a